Manufacturer narrative:
Inspection of the device found no issues in the fluid path that would result in fluid leaking during wear. A leak test was performed during the investigation and no leaks were observed in the fluid path. The device was received with the soft cannula being found to be stretched. Despite this damage, fluid was able to flow through the complete fluid path. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose above 22 mmol/l (396 mg/dl) while wearing the pod between 24 and 36 hours. The pod was leaking insulin from the infusion site (leg). As treatment, a new pod was applied.